Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined, at this time. If any additional information is provided, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported, that a silent nite 3d appliance has broken. Requested a remake, due to fracture around anchors. No injury was reported.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).